Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not load or form properly and prefired. The hospital has reported no patient injury occurred.